Manufacturer narrative:
Information was received from claims counsel representing distributor¿s insurer. Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Notification of event received from claims counsel personnel. This notification stated that the listed device was in use with a patient for the delivery of chemotherapy. The report alleged that the patient received a rapid infusion of medication at over 20 times the expected rate. The patient developed septic shock and expired two days later. No additional information has been provided regarding this incident.